Manufacturer narrative:
(B)(4). Concomitant medical products: 42558000301 - femoral component - 64465213; 42518200410 - articular surface - 63755573; 110034355 - refobacin bc r 1x40 us - 835aae2507. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Primary operative notes do not indicate intra op complications. Revision operative notes state that patient underwent revision for mechanical loosening of prosthesis. Radiographs that showed a subsequent pathologic fracture on the tibial side with subsidence of the tibial component. Poor bone quality in the tibia. Office notes (dated 24th june 2020 and 6th august 2020) states that patient had pain, difficulty performing daily activities, swelling. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left initial knee arthroplasty. Subsequently, the patient fell approximately three weeks post op. Approximately 2 months post implantation, the patient was revised due to difficulty ambulating, decrease in adl¿s, pain, swelling, radiolucency, a periprosthetic fracture, loosening, subsidence, and poor bone quality.